Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Recalibration was not performed during an rhc procedure, but the rhc was for reasons related to the sensor as the physician was questioning the accuracy of the pressure data. The cardiomems sensor was not recalibrated. Additional information received on 30oct2025 reported that the patient passed away due to complications other than heart failure. Care team did not feel that the patient's death was related to cardiomems.